Event description:
It was reported that intermittently, a cartridge alarm occurred with consecutive cartridges during insulin delivery. Customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.